Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that the patient was being treated in the ICU and was not given any information regarding their reason for being there. Upon further follow-up, it was determined that the ICU staff suspected an overdose had occurred. There were no symptoms told for this to be the case and it was later determined by the staff and doctor that the pump had been working just fine all along and the overdose was not the cause of the patient's visit. The simple continuous and pump was turned down and the issue was resolved.